Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results on a patient sample that resulted positive twice between (B)(6) 2020 (detected s gene only) and 8/8/20 (detected orf1ab only) when using the simplexa covid-19 direct assay, but resulted negative after a third test. The patient sample was a nasopharyngeal swab, but the transport media is not known. Run analysis of the simplexa results showed 1 sample ID (B)(4) was run at three separate times: - (B)(6) 2020 at 1153 on instrument sn (B)(4): positive for s gene only (CT = 34.9, ic CT = 35.5). - (B)(6) 2020 at 1413 on instrument sn (B)(4): negative for both targets. - (B)(6) 2020 at 1417 on instrument sn (B)(4): positive for orf1ab only (CT = 32.2, ic CT = 29.2). The customer's device and suspected false negative sample was not provided. Based on the information provided, it is likely this sample is near the limit of detection of the simplexa assay. An explanation of the limit of detection was provided by a diasorin sr. Scientist citing the IFU claims for analytical sensitivity. Other samples observed on the same runs from (B)(6) 2020 on both instruments had 5 positive samples that did not change interpretation between the 2 runs. This is a sample specific issue only. The issue is not confirmed. This is the 1st complaint on mol4150, lot# 7775n for suspected false negative results. Batch record review showed the critical component, reaction mix mol4151, lot# 7776n, met all qc release criteria prior to kit release. Mol4151, lot# 7776n were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf1ab targets. All positive controls were detected at an average CT = 27.1 (s gene) and 27.2 (orf1ab) and the internal control avg CT = 31.0. No malfunctions occurred during qc release testing. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative results on a patient sample that resulted positive twice between (B)(6) 2020 (detected s gene only) and (B)(6) 2020 (detected orf1ab only) when using the simplexa covid-19 direct assay, but resulted negative after a third test. The patient sample was a nasopharyngeal swab, but the transport media is not known. The customer confirmed the alleged false negative results were not reported to a diagnosing physician due to the discrepancy with the repeat testing. No alleged harm occurred. Other than the patient sample ids, other patient information and sample collection method was not provided.